Manufacturer narrative:
The patient's concurrent conditions included body mass index normal. On (B)(6) 2016, the patient started essure. On (B)(6) 2016, the same day after starting essure, the patient experienced device breakage, complication of device insertion and device difficult to use. At the time of the report, the device breakage, complication of device insertion and device difficult to use had resolved. The reporter provided no causality assessment for device breakage, complication of device insertion and device difficult to use with essure. The reporter commented: on (B)(6) 2016 he placed essure in the left fallopian tube (ess305-r1 lot number he01g1) without any problem. According to reporter the device bent in right angle without loosing the continuity when the physician pushed the device in the right fallopian tube he noticed some difficulty and he detected that it was fractured in the right angle. The physician decided not to place the device in order to avoid possible damages. The device did not loss continuity, it was removed completely. It was retrieved from the uterus. The patient is recovered, she did not suffer any damage. The device is available. Diagnostic results: on (B)(6) 2017 after a medical control, it was not observed any incidence with the devices. Most recent follow-up information incorporated above includes: on 23-feb-2017: essure insertion details provided. Event added (device difficult to use ). Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported "he could not implant essures in the right fallopian tube because the right angle was fracture", assessed as device breakage. This event was formerly reported as "when trying to canalized the right ostium, the essure spiral got broken". The event, seen as device breakage, is non-serious and anticipated in the reference safety information for essure. As the device breakage occurred during essure insertion procedure, a causal relationship with suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis is being sought.

Manufacturer narrative:
Quality-safety evaluation of ptc: (B)(4) - batch d87030 - manufactured on 23-apr-2015 - expiration date 28-apr-2018. Although case is reported as breakage, the received sample came a bent tip only. Therefore final error code will be selected as damage- bent tip procedural. Since product was returned to us for this complaint, we were able to conduct an investigation of the returned product. Visual inspection was performed and it was confirmed that all components are present; all IFU steps were not initiated. Inner catheter and delivery wire bonds were cured, delivery catheter, micro-insert was not broken, micro-insert tip was found bent more than the 10-20° inclination acceptable range. External fluids were observed on device. As part of the investigation process, IFU steps were completed by rqu and it was confirmed that micro-insert was deployed and detached without any inconvenience. All coils are complete on the micro-insert. We were unable to confirm any quality defect or device malfunction at this time. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of a tip being bent is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 31-mar-2017: quality safety evaluation of ptc. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that device bent in right angle without loosing the continuity/ he could not implant essures in the right fallopian tube because the right angle was fractured for which he decided to change the device to placed it. The patient did not suffer any damage. This event had initially been interpreted as device breakage. However, upon receipt and analysis of the complaint sample, it was confirmed that there was no device breakage but a bent tip only. The event is non-serious and anticipated in the reference safety information for essure. As the bent tip occurred during essure insertion procedure, a causal relationship with suspect insert cannot be excluded, although a handling error could have contributed to the event. This case, initially regarded as a reportable incident, was downgraded to other event upon receipt of the product technical analysis, since there was no device breakage. The outcome of the product technical investigation resulted in an unconfirmed quality defect.

Event description:
This is a spontaneous case report received from a physician in (B)(6) on 31-aug-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2016, lot number d87030. It was reported when trying to canalized the right ostium, the essure spiral got broken. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported when trying to canalized the right ostium, the essure spiral got broken. The event, seen as device breakage, is non-serious and unlisted in the reference safety information for essure. As the device breakage occurred during essure insertion procedure, a causal relationship with suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Further information and product technical analysis are being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.